Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #iyzd93221. The device was received with the jaw stuck closed with gauze between the jaws. In addition it was observed that the I-blade was damage at the articulation area. Due to the damage to the I-blade, this could not be retracted to home position; therefore, the jaws could not be open. We are unable to investigate further the replace instrument alert screen, due to condition of the device. Care should be taken not to close the jaw over gauze or any other material than tissue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, the product was not working. The physician reported that the generator was displaying a message to replace the device. A new device was provided but he didn't want to use it and continued working with the harmonic. Surgery was delayed fifteen minutes. There were no adverse consequences for the patient.